Manufacturer narrative:
Missing device manufacture date. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that when the site powered on the system it sometimes displayed different screens than normal. After multiple reboots the system would then start up normally. The site stated that a system reboot was not guaranteed to resolve the issue. There was no patient present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. The keyboard was replaced during the system checkout in case it was a keyboard issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the aware date for supplemental 1 was (B)(4) 2018 with a due date of 11/23/2018, not the reported 10/31/2018 and 11/30/2018. If information is provided in the future, a supplemental report will be issued.